Event description:
It was reported that left hip revision surgery was performed due to progressive pain and inability to walk.

Event description:
Femoral head component only was revised. Cup retained.